Event description:
A customer reported to baxter product surveillance of an unknown set in which the distal end cap was difficult to take off and required some nurses to use a hemostat in order to take it off once it got wet. This condition occurred at an unknown process step. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4) additional information: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number. A batch review cannot be performed since there was no lot number provided.